Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open incisional hernia repair on (B)(6) 2012, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, recurrence, unincorporated mesh, dense adhesions. Additional event specific information was not provided. It was reported the patient alleges the following product deficiencies: strict products liability, negligence, implied and express warranty, fraud, fraudulent concealment, punitive damages.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions . H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane . The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. The instructions for use further warn: ¿when using this device as a permanent implant and exposure occurs, treat to avoid contamination, or device removal may be necessary.¿ individual medical decisions, if inconsistent and/or non-conforming to the device manufacturer¿s recommendations, IFU, or recognized best practices, may result in or contribute to an adverse event. The instructions for use further state: ¿use only nonabsorbable sutures, such as gore-tex® suture, with a noncutting needle (such as taper or piercing point) of appropriate size to anchor the device. The use of absorbable sutures may lead to inadequate anchoring of gore® dualmesh® plus biomaterial to the host tissue and necessitate reoperation. For best results, use monofilament sutures. Suture size should be determined by surgeon preference and the nature of the reconstruction.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. D4: added lot #, expiration date, di # h4: added device manufacture date h6: updated method/results code. Conclusion code remains unchanged. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: records prior to (B)(6)2012, including records for previous ventral hernia repair, were not provided. 04/12/12: albert einstein medical center. Nadia amal awad, md; jorge a. Ortiz, md. Operative report. Pre/postop diagnosis: incisional hernia. Procedure: incisional hernia repair with mesh. Implants: dual mesh. Specimens: none. Complications: none. Indications for procedure: ¿john palumbo is a 52-year-old gentleman with end-stage liver disease, currently on the liver transplant list. He has had a ventral hernia, status post repair, was noted to have recurrence of his hernia with pain at the site. The risks and benefits of repair were discussed with him, informed consent was obtained. Procedure in detail: he was brought to the operating room at albert einstein medical center on (B)(6) 2012, was identified by name and birth date on his ID badge by dr. Ortiz and the operative team. He was placed supine on the operating room table, perioperative antibiotics were administered and scds were placed. Anesthesia was induced, anesthesia with general endotracheal anesthesia. Once an adequate depth of anesthesia was achieved, the patient was prepped and draped in a standard sterile fashion using chloraprep solution. A time-out was performed and agreed upon by dr. Ortiz and the entire operative team. A 10 blade was used to make an incision over the patient's prior scar. Electrocautery and blunt dissection was dissected down through the skin and soft tissues. We did note the hernia sac. We dissected carefully around the hernia sac. We dissected down to the fascia and were able to enter the fascia on the inferior portion of the incision. There were extensive adhesions, an extensive adhesiolysis was performed to dissect down to get a good plane to enter the abdomen. Once we extended our fascial incision we again performed an extensive adhesiolysis to see where the edges of the fascia were. We did employ electrocautery as well as ties as well as the harmonic scalpel was also used to dissect and transect the omentum that was adherent to the prior repair. Once we had freed off the bowel and omentum from the fascia we noted that the good fascial edges were quite far retracted back and that it would likely not be able to be repaired primarily and so it was determined that we would need a mesh. Given the area of the defect, it was determined that the best way to approach it would be to use a dual layer mesh. We used the laparoscopic suture passer to space out multiple ties circumferentially to keep the mesh taut. We placed interrupted #1 pds as ties. We lifted the fascia as an underlay and it was under good tension. We tied down each of the ties circumferentially. There was noted to be a little bit of a gap. We repaired these gaps and corrected areas that were under less tension using pds as well. At the time, we did not note that there was any ascites in the patient's abdomen which allowed us to proceed with the mesh repair. Once we were satisfied that the entire mesh was in place and that it was under good tension and that there were no gaps, we closed the skin in 2 layers, first approximating with 3-0 vicryl, then we closed the skin with staples. All instrument and sponge counts were correct x2 at the end of the procedure. Dr. Ortiz was present and scrubbed for the entire procedure. The patient was awoken, extubated in the operating room and taken to the recovery room in good condition.¿ 04/12/12: albert einstein medical center. Progress notes. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 05618322. W.l. Gore & associates. The records confirm that a gore® dualmesh® biomaterial (1dlmc03/05618322) was implanted during the procedure. 07/24/12: albert einstein medical center. Shelby j. Stewart, md; jorge a. Ortiz, md. Operative report. Pre/postop diagnosis: ventral hernia recurrence. Procedure performed: ventral hernia repair. Indications for procedure: ¿the patient is a 52-year-old male with end-stage liver disease, presenting to albert einstein medical center with complaint of abdominal pain, nausea and vomiting. He was found on prior CT scan to have a recurrence of his ventral hernia. The patient had had a prior repair with mesh in the past, however, it appears that one side of the mesh did open up which was allowing for loops of bowel to herniate through this small defect. Given the patient's several episodes of abdominal pain, nausea and vomiting, it was thought that the patient would be best served by presenting to the operating theater for repair. Procedure in detail: the patient was brought into the operating theater, laid supine on the operating room table where he was identified. His abdomen was prepped and draped in the usual sterile fashion after a foley was placed, and the prior incision was opened with the bovie electrocautery. Upon entry of the skin, we did see the patient's prior hernia repair with a defect on the right lateral distal aspect of the mesh. The right side was still well incorporated into the fascia. Given the patient's end-stage liver disease, it was determined that the least obtrusive method should be used. Thus, the edge of the existing mesh was reapproximated to the fascial edge using 0 prolene suture. This was carried out to the lateral surface until we got to the distal portion where the patient's fascia was cleared of its overlying tissues. The fascia on both the right and left sides at this point were able to be reapproximated, which they were, using figure-of-eight sutures at this point. When the entire defect was closed, the area was irrigated and hemostasis was achieved within the wound. The skin was closed with staples. The patient was awakened from anesthesia without difficulty. All sponge and instrument counts were correct upon the closure of the procedure. Dr. Ortiz was scrubbed and present throughout the procedure in its entirety.¿ [missing records: records for the CT scan showing ¿recurrence of ventral hernia¿ were not provided.] 04/09/13: albert einstein medical center. Ronak a. Gor, do; radi zaki, md. Operative report. Pre/postop diagnosis: infected abdominal wall mesh. Procedure: excision of infected abdominal wall mesh. Repair of incisional hernia. Incisional vacuum-assisted closure placement. Packs: a small black sponge vac. Implants: none. Specimens: mesh. Complications: none. Indications for operation: ¿this is a 53-year-old male with a history of end-stage liver disease due to hepatitis c and ethanol abuse along with ascites, hypertension, esophageal varices, who originally underwent repair of an incisional hernia with mesh in april 2012 and had a subsequent repair in july 2012, who developed an infected sinus tract from the superior portion of his incision. A CT scan was performed that revealed just local inflammation and infection. The patient was treated with oral antibiotics and scheduled for an elective mesh removal. Given his medical history, medical clearance was obtained, and all the risks, benefits, alternatives explained to the patient. Informed consent was obtained. Procedure in detail: the patient was brought to the operating room, laid in the supine position, identified by name and patient ID by dr. Zaki. Scds were placed on bilateral lower extremities for dvt prophylaxis. The patient was already receiving preoperative antibiotics. A foley catheter was not placed. Beta-blockers were provided. Next, his dressing was removed, and our anesthesia colleagues introduced and endotracheal tube and once an adequate depth of sedation was achieved, the patient's abdomen was prepped with hibiclens given his open mucosa with hypergranulation tissue. Next, the patient was draped in standard fashion. Next, dr. Zaki performed a time-out that was agreed upon by all who were present. Next, we used a #10 blade to make a midline keyhole incision through his prior incision. We dissected down to the level of the fascia and infected mesh with bovie electrocautery, maintaining hemostasis along the way. Our mesh was identified and dissected out circumferentially, ensuring no remnants of mesh were replaced. Of note, when opening our incision, superior pressure on the level of the fascia caused significant purulent drainage from the sinus tracts. This drainage was collected and sent for culture. Once all of the infected mesh was removed, it was sent for specimen, and all of the sutures that remained were removed from the patient. In terms of identifying our anatomic layers, significant dissection had to be performed due to some adhesive disease, but eventually we were able to identify our posterior and anterior fascial layers. Hemostasis was achieved along the way with argon cauterization. At this point, we re-placed our omentum over our underlying bowel turned our attention towards fascial closure. This was performed and with #1 non looped prolene sutures performed in an interrupted fashion. We tested our fascial integrity along the way. Next, the wound was irrigated copiously, and the inferior two-thirds of our skin incision was closed with staples with the superior one-third where the draining sinus tracts were, a small black sponge wound vac was applied. A good seal was noted. At this point, the procedure was completed. All instrument and sponge counts were correct x2. There were no complications. The patient was awoken from anesthesia uneventful and transferred to recovery in stable condition. The patient will be monitored overnight due to his significant medical history and will be set up for a freedom vac for home.¿ [missing records: CT scan records that revealed ¿just local inflammation and infection¿ were not provided.] [Missing records: pathology and culture reports detailing analysis of the device removed and the culture obtained during the procedure on 04/10/13 were not provided.] There is no information detailing the etiology of the infection. 07/23/13: albert einstein medical center. Nadia amal awad, md; radi zaki, md. Operative report. Pre/postop diagnosis: incisional hernia. Procedure: incisional hernia repair with mesh, lysis of adhesions, revision of scar. Packs and drains: 19 round jp. Implants: parietex mesh 10 x 15 cc. Specimens: omentum, skin. Complications: none. Indications: ¿john palumbo is a 53-year-old gentleman, end-stage liver disease, who has had a recurrent incisional hernia that has been revised many times. He was in the office. The hernia had recurred. The patient was having intermittent pain. The risks and benefits of repair were discussed. Informed consent was obtained. Procedure in detail: he was brought to the operating room at albert einstein medical center on (B)(6)2013. He was identified by name and birth date on his ID badge by dr. Zaki and the entire operative team. He was placed supine on the operating room table. Scds were placed. Preoperative antibiotics were administered. Anesthesia was induced. Type of anesthesia was general endotracheal intubation. Once an adequate depth of anesthesia had been achieved, the patient was prepped and draped in the standard sterile fashion using chloraprep solution. A time-out was performed, agreed upon by dr. Zaki and entire operative team. The patient's prior scar was incised. We used electrocautery, as well as blunt dissection and argon cautery to enter the abdomen. Once we entered, there was a large amount of omentum that was adherent to the abdominal wall. Through meticulous dissection and meticulous hemostasis, we dissected this off. We were able to identify the edges of our fascia. The defect was approximately 10 cm x 15 cm. The patient was noted to have multiple varices. These were also meticulously ligated. There was no bleeding that was noted. There were 2 small loops of bowel that were adherent to the abdominal wall in the inferior portion of the incision. These were meticulously dissected from the abdominal wall with care to avoid creation of any enterotomy or serosal tear. These were returned back into the abdomen. Once we were satisfied that we had freed out an appropriate area for placement of our mesh, we introduced a 10 x 15 parietex mesh into the field. This was secured circumferentially to the fascia using a tacker. Once we were done with the tacking and satisfied with the way that our mesh was laying, we closed the subcutaneous tissues in layers with vicryl and closed the skin with a stapler. Prior to closing, we placed a 19 round jp drain over the mesh. All instrument and sponge counts were correct x2 at the end of the procedure. Dr. Zaki was present and scrubbed for the entirety of the procedure. The patient was awoken and extubated in the operating room, taken to recovery room in good condition.¿ 12/06/13: albert einstein medical center. Susan kartiko, md; radi zaki, md. Operative report. Pre/postop diagnosis: abdominal abscess status post ventral hernia repair with mesh. Procedure: wound exploration of the abdomen and drainage of abscess. Drains: wound vac as a drain. Implant: white sponge, black sponge, and bridge sponge. Specimen: none. Complications: none. Indications: ¿the patient is a 54-year-old male with end-stage liver disease with a recent ventral hernia repair using parietex mesh in july 2013. He was seen in the office and was found to have serous drainage from a small opening in his skin on the anterior abdominal wall. He was given keflex, however, the drainage persisted and he started having a cellulitis around the skin as well. He was then sent to the emergency department. He was admitted, given unasyn antibiotic. He had a cat scan showing anterior abdominal wall abscess, size 4 x 2 x 3 in the midline slightly to the left. He was given the risks and benefits of wound exploration and was consented to have the procedure done. He was also explained the risk of a mesh excision which would be preferred surgical approach had he not had end-stage liver disease. He understood the risks and benefits of the procedure and consented to have the procedure done. Procedure in detail: on the day of surgery, he was taken to the holding area. After site verification, he was taken to the operating room. He was placed supine on the operating room table. After adequate anesthesia, he was prepped and draped in sterile fashion. A time-out was performed which was agreed upon by everyone in the operating room. Antibiotic was given at 6 a.m. Which covered this operative time. Scds were placed prior to induction of anesthesia. Then a skin incision was made in the midline area and was deepened using bovie electrocautery. However, per the cat scan also during dissection we found that there was stricture very similar to small bowel adhesed to the anterior abdominal wall, so deep exploration of the abdominal wound could not be performed safely without going intra-abdominally. However, we found a skin opening that was draining purulence which was enlarged using a hemostat and the sinus tract was opened to the abscess cavity and the abscess was drained in its entirety. During the exploration we also undermined some skin from the subcutaneous tissue underneath. This defect was closed over to protect the fascia and mesh underneath using a vicryl suture interrupted, and the subcutaneous space was wound vac'd using a white sponge and black sponge, and was connected to the wound vac. In the inferior side of the wound the fascia was violated which was closed using figure-of-eight o-pds x3. Then the skin was closed using staples. The patient tolerated the procedure well.¿ [missing records: records for the CT scan showing the ¿anterior abdominal wall abscess¿ was not provided.] 10/22/15: albert einstein medical center. Luanne m. Force, md; mark j. Kaplan, md. Operative report. Pre/postop diagnosis: ventral hernia in the setting of cirrhosis and skin rupture. Procedure: exploratory laparotomy, lysis of adhesions, large ventral hernia repair with strattice. Estimated blood loss: 200. Fluids: 1500 plus 2 of platelets, 4 of ffp. Implant: strattice. Specimens: hernia sac and contents. Complications: none. Findings: large ventral hernia repair with status. Indications for operation: ¿this is a 56-year-old gentleman with previous multiple ventral hernia repairs with mesh that had to be subsequently removed. He had a blister on his hernia that had ruptured and since it was impending infection, we decided to take him back to the operating room. He was counseled regarding the risks and benefits, agreed to the procedure. He has a meld of 12, is cirrhotic and is aware of the risk of decompensated liver failure and hernia recurrence. Procedure in detail: the patient was brought back to the operating room and placed supine on the operating room table. General anesthesia induced. He was endotracheally intubated. Antibiotics were given and scds were placed. The abdomen was prepped and draped in sterile fashion. Timeout was performed where the correct patient was identified and we were performing exploratory laparotomy. We began by making a midline incision above the area of the hernia. The hernia was quite large and measured approximately 20 x 30 cm. The abdomen was then entered in the upper abdomen and the hernia sac was then entered and circumferentially dissected. A large elliptical incision was created around the hernia sac, and the skin was removed in its entirety. There were some dense adhesions to the anterior abdominal wall, and these were taken down sharply with metzenbaum scissors. He had evidence of portal hypertension with large varicosities in the omentum and in the abdominal wall. These were then tied with 0 vicryl ties. The omentum was significantly stuck up to a portion of the superior wound where there was previous mesh and tacks. This was then taken down using a ligasure device. The fascia was then circumferentially dissected and all residual hernia sac was excised using bovie cautery. All residual mesh was removed using bovie cautery. Two kocher clamps were then used to grasp the fascia and pull in between the midline and came free with no tension. Skin flaps were then raised circumferentially around in order to facilitate closure. The abdomen was then closed in the midline using running pds x1. A large piece of strattice was then placed over top as an underlay and this was quilted in place using interrupted 0 vicryl sutures. Jp drains x3 were then placed in the subcutaneous tissues and sutured in place using silk sutures. The wounds were then closed using running 2-0 vicryl suture, running 3-0 vicryl subdermal sutures and a 4-0 subcuticular running stitch. A prevena vac was then applied as well as sterile dressings. All counts were correct at the end of the case x2. Dr. Kaplan was present and scrubbed for the procedure. The patient was then brought to the lcu in stable condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated results code. Conclusion code remains unchanged.